Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and reported that the display screen was scratched. The reporter did not indicate if there was any difficulty seeing the display with the scratched display. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.